Event description:
The clinician reported that the pump started making a noise after 4400 hours of service. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sc console system. The incident occurred at (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The clinician reported that the pump started making a noise after 4400 hours of service. There was no report of pt injury. The pump motor was returned to sorin group (B)(4) for eval. The investigation showed no problem with bearings. The bushings were found to be worn and carbon dust was found. This is a sign of wear. The motor was six years old. No further action was deemed necessary. The facility reported this to their country competent authority. This medwatch report is being filed as a result of this action.